Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she changed battery and when she enter blood glucose values on the device going up uncontrollably. The customer stated had device in her bra may have gotten some sweat on it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.